Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation.updates/corrections made to sections: b5, d9, g3, g6, h2, h3, h6, h10.

Event description:
Deflation resulting in explantation.